Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a worn switch membrane due to burn trace overheated discolors (brown-ish) at the flex tail circuit. Isolated this issue to damage lcd's ribbon cable. It was reported that the unit had presented with a blank white screen. The reported issue was confirmed. The most likely cause was traced to component failure. The evaluation detected an unreported condition: of worn switch membrane due to burn trace overheated discolors (brown-ish) at the flex tail circuit, front case and lcd. The most likely cause for the additional condition is traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the unit had presented with a blank white screen. Swapped out the batteries and power cycled the unit and issue persisted. There was no patient involvement. Medtronic's initial evaluation of the incident device found that a worn switch membrane due to burn trace overheated discolors (brown-ish) at the flex tail circuit.